Event description:
Litigation papers allege the patient suffered increasing pain, particularly in the groin and has difficulty with ambulation. The patient also suffers the effects of elevated levels of cobalt and chromium in his blood. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are now being added for elevated metal ion levels. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.